Event description:
A pt was treated on 5/6/97 in the marionette lines and vermilion of the lips. On 5/9/97, the pt developed a "pimple" at the right marionette area that progressed to a abscess. On 5/9/97, the physician prescribed cloxacillin. As of 5/13/97, the pt's symptoms were worsening and she was scheduled for follow-up. A culture of the area revealed a heavy growth of staphylococcus. The physician diagnosed an infection.

Manufacturer narrative:
On 10 february 1998, follow-up info was received from the physician. The pt was last seen on 29 september 1997 and no intervention was required. The symptoms resolved on 06 july 1997. The pt received a second collagen treatment; no further problems were noted.